Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had to have the lead components of their implantable neurostimulator (ins) revised due to having difficulty going through scar tissue. The patient could not recall when this occurred but stated they were told the scar tissue was due to them being ¿a little bit¿ of (B)(6). There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. See also manufacturer¿s report # 3007566237-2014-02400 for the patient¿s other device issue.

Manufacturer narrative:
A correction was made. Device code (B)(4) was added. Device code (B)(4) no longer applies. Product ID: 37746, (B)(4), implanted: explanted: product type programmer, patient. Product ID: 3 9565-65, (B)(4), implanted: (B)(6)2013 explanted: product type lead. Product ID: 37754, (B)(4), implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had a revision. It was reported the revision occurred in 2014 and the leads were revised due to scar tissue. Patient noted she was not sure if the leads were fractured. Patient then stated the ins was replaced as well.